Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that a video malfunction occurred due to a defective charged coupled device (ccd) unit, resulting in a blurred picture that does not show clear images. The cause of the poor ccd- unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for a therapeutic procedure, the hd autoclavable camera head had bad image quality. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, kink/knot was noted on the cable causing intermittent image due to faulty cable unit, and the reported issue regarding "bad image" was confirmed, blurry image was noted due to bad charged coupled device (ccd). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.